Manufacturer narrative:
A visual inspection of the above-mentioned customer returned item was performed. The unit showed signs of use and the leads were in contact with unit. A review of the manufacturing records were reviewed and indicate that the unit was manufactured on july 5, 2005. No discrepancies were reported at the time of inspection in 2005. The unit expiration date is july 5, 2007, two years after battery is attach to pcb assembly. When the unit was opened, the pcb and the battery appeared in good condition with no damage or sign of deterioration. There was no current measured from the enclosed battery; however, the unit is now expired as stated in the DHR and no current or voltage is to be expected. The allegations of the reported incident are not verified.

Event description:
It was reported that an internal bone growth stimulator was implanted on an unknown date. Subsequently, patient reports that alleged defect in the leads did not allow proper bone growth stimulation from the unit. As a result, the patient alleged lower back pain and a procedure to remove the internal bone growth stimulator was performed on an unknown date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).